Manufacturer narrative:
No battery out limit alarm noted. All operating currents are within specification. The insulin pump passed self-test. All buttons functioned properly. However, found corroded keypad traces. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother called in to report a battery out limit alarm and an unresponsive keypad. The customer's blood glucose level was 22 mmol/l. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and the customer was informed to return the device for analysis.